Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vertical axis motor module and the manipulator controller ergonomic base (mceb) board. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The customer reported complaint was confirmed but not replicated. The vertical axis motor was analyzed and visual inspection was performed and no problem related to reported issue was found. Error 23087 was verified in lighthouse/aperture, then installed on an internal equipment, fixture or tool (eft) system. During system testing the reported issue was unable to be replicated. The mceb was analyzed and no issues were found during visual inspection. The unit was taken to a programming station where the high side switch and current voltage monitor (ivmon) values were inspected. The values were found to be within the normal range. The unit was installed onto a known good system and the cal file was restored. The system powered on with no issues. The surgeon side console (ssc) was exercised throughout its full range of motion, where again no issues occurred. The system was left to idle for two hours, and power cycled five times with no issues. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that no root cause could be determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report in with a recoverable error 23087 pointing to ergo column. Customer had restarted and done hard restart of the surgeon side console (ssc) with no change. Tse advised customer to shut down and disconnect the ssc blue fiber cable (bfc) to just use other console. The procedure was completing as planned with no reported injury.